Manufacturer narrative:
N/a

Event description:
The following has been reported: tubing issue pump was taking several attempts of closing the door to get the pump to recognize the tubing. Once the tubing was loaded, the pump operated as normal. Nurses were unable to get the pump to load the tubing at all. This was observed at the very start when initially programming the pump and loading tubing before starting the patient's infusion. Patient was not impacted as this occurred before any medication was infused. Clinic nurses removed the pump from patient area and used a different pump instead. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation. According to provided information, the problem was reproduced by the not recognizing the set. The issue was solved by changing the air sensor. The quality control was compliant. Despite several requests for the part return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore, the root cause of the reported issue could not be identified. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that a CAPA is open to address the subject of "defective air sensor". However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not confirmed the trend is: normal.